Event description:
According to the facility on 11/10, the foley was removed due to leaking. It was replaced that same day without issue.

Manufacturer narrative:
According to the facility on 11/10, the foley was removed due to leaking. It was replaced that same day without issue. The facility reported that the patient was no harmed during this incident. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.